Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which located two similar complaint(s) with the same failure mode for this serial number. Case: (B)(4) - es - drawer 4.1 and 4.2 keeps on failing, not detected on bus. Case: (B)(4) - medstation es - houston1 main drw 4.1 failed, device not on bus. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of device not detected on bus was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the customer stated drawer 4.2 was constantly failing. The fse replaced the retractor band on drawer and reseated all row board connectors. The fse tested and ran test in diagnostics. During dchu visual inspection: assy retractor dwr hh cubie with part number 353844-01 showed signs of thermal damage on the copper wires, as well as friction marks. During dchu testing according to pap, assy retractor dwr hh cubie with part number 353844-01 did not require any further testing since signs of thermal damage were observed on the copper wires, as well as friction marks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint device not detected on bus was attributed to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie copper wires, as well as friction marks. There were no delay, no adverse events or injuries reported based on this event.